Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device could not be evaluated. Customer couldn't identify device.

Event description:
The user facility reported that the device ran unintentionally during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device ran unintentionally during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.